Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of implant") and perforation ("perforation of organs ") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant) and rash ("skin rash"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, perforation and rash outcome was unknown. The reporter considered device dislocation, pelvic pain, perforation and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of implant / r 'essure coil in the posterior cul de sac adhered to sigmoid colon') and fallopian tube perforation ('perforation of organs') in a 31-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, peripheral neuropathy, uterine bleeding and cholecystectomy. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysuria ("bladder or urinary problems or changes:painful urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced vision blurred ("blurry vision"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy") and alopecia ("hair loss"), 3 years 7 months after insertion of essure. In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the device dislocation, fallopian tube perforation, rash, vaginal haemorrhage, menorrhagia, dysuria, migraine, headache, nausea, tooth disorder, allergy to metals, dyspareunia, female sexual dysfunction, vision blurred, fatigue and alopecia outcome was unknown and the weight increased was resolving. The reporter considered allergy to metals, alopecia, device dislocation, dyspareunia, dysuria, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Trailing coil left: 1, right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. The left micro insert is satisfactory placed with the proximal end at the level of the cornua with left-sided tubule occlusion. Pregnancy test: on (B)(6) 2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of implant / r 'essure coil in the posterior cul de sac adhered to sigmoid colon") and fallopian tube perforation ("perforation of organs") in a 31-year-old female patient who had essure (batch no: b93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, peripheral neuropathy, uterine bleeding and cholecystectomy. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysuria ("bladder or urinary problems or changes:painful urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced vision blurred ("blurry vision"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy") and alopecia ("hair loss"), 3 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the device dislocation, fallopian tube perforation, rash, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysuria, migraine, headache, nausea, tooth disorder, allergy to metals, dyspareunia, vision blurred, fatigue and alopecia outcome was unknown and the weight increased was resolving. The reporter considered allergy to metals, alopecia, device dislocation, dyspareunia, dysuria, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Trailing coil left: 1, right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. The left micro insert is satisfactory placed with the proximal end at the level of the cornua with left-sided tubule occlusion. Pregnancy test: on (B)(6) 2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received - events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), nickel allergy, painful urination, migraines, headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), blurry vision, fatigue, weight gain, hair loss", lot number, reporter, medical history, lab data added. Event perforation of organs was recoded to fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.